Manufacturer narrative:
(B)(4). Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the valve was positioned a little d eep. During recapture of the valve, the patient became hypotensive. An echocardiogram showed no dissections or perforations. The electrocardiogram (ECG) showed ventricular tachycardia (vt) and cardiopulmonary resuscitation (CPR) was initiated. The decision was made to implant the valve during CPR, and it was seated perfectly. Vt occurred again, for which a shock was delivered. The valve remained in perfect anatomical position, however, the ventricle was too weak to pump and the patient died. They physician reported the patient had an ejection fraction of 22 and the death was related to the weak ventricle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.